Event description:
It was reported that there were high short interval counts (sic) on the left ventricular (lv) lead as well as pacing impedance variation with isometrics. It was noted that the lv lead pin was in the right ventricular port and was being used as the pace/sense lead. The sensitivity was adjusted, which resolved the oversensing. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d284trk ICD, implanted: 2011-(B)(6). (B)(4).